Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: white particle material was noted on the inner surface of the device. White particle material was removed from the fill channel of the diaphragm valve. No leakage of the fill channel/diaphragm valve was reported. The port hole of the diaphragm valve was reported to be clear with no blockage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "tissue/leak at valve".

Event description:
Healthcare professional reported left side deflation. Patient representative reported "plaintiff returned the their doctors office with complaints that their left breast was smaller than their right breast. After performing a physical examination, their doctor told plaintiff that they had a rupture, deflation, or leak at their left implant, and that they needed surgery to remove and replace the implant at no cost to plaintiff because it would be covered by allergan's warranty. Plaintiff presented to their doctor for their fourth breast surgery. In the surgical intake form they wrote that they wanted the left breast "made same size as right side," and that they also wanted doctor to "re-do extra stitches inside (their breasts) for added support as done last time." A preoperative photograph taken that day of their breasts demonstrates that they did not have a rupture, deflation, or leak at either of their breast implants. In the operative report and or record, the doctor documented that plaintiff preoperative diagnosis was "left deflation." The doctor further documented in the operative report that upon dissecting down to the implant capsule on the left, the implant was found to have deflation (tissue/leak @ valve) and removed." The right implant was found intact, but it was also removed. Both implants were replaced with allergan saline implants. Again the doctor failed to document the amount of saline they used to inflate the implants. The doctor and/or staff had plaintiff sign an allergan breast implant warranty claim form that stated plaintiff had a spontaneous rupture, deflation, or leak at her left implant that required them to have surgery to remove and replace both implants. The doctor sent the removed implants and completed warranty claim form to allergan's product support department, from which they were forwarded to the device analysis laboratory. After conducting an analysis of the implants, the device analysis laboratory found no basis for the claimed spontaneous rupture, deflation, or leak. The analysis identified no openings in the implant, and "valve functioning" was "satisfactory." Nevertheless, several months later the doctor received a warranty check from allergan for the returned implants. " this record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: e.3.

Event description:
Healthcare professional reported left side deflation. Patient representative reported "plaintiff returned the their doctors office with complaints that their left breast was smaller than their right breast. After performing a physical examination, their doctor told plaintiff that they had a rupture, deflation, or leak at their left implant, and that they needed surgery to remove and replace the implant at no cost to plaintiff because it would be covered by allergan's warranty. Plaintiff presented to their doctor for their fourth breast surgery. In the surgical intake form they wrote that they wanted the left breast "made same size as right side," and that they also wanted doctor to "re-do extra stiches inside (their breasts) for added support as done last time." A preoperative photograph taken that day of their breasts demonstrates that they did not have a rupture, deflation, or leak at either of their breast implants. In the operative report and or record, the doctor documented that plaintiff preoperative diagnosis was "left deflation." The doctor further documented in the operative report that upon dissecting down to the implant capsule on the left, the implant was found to have deflation (tissue/leak @ valve) and removed." The right implant was found intact, but it was also removed. Both implants were replaced with allergan saline implants. Again the doctor failed to document the amount of saline they used to inflate the implants. The doctor and/or staff had plaintiff sign an allergan breast implant warranty claim form that stated plaintiff had a spontaneous rupture, deflation, or leak at her left implant that required them to have surgery to remove and replace both implants. The doctor sent the removed implants and completed warranty claim form to allergan's product support department, from which they were forwarded to the device analysis laboratory. After conducting an analysis of the implants, the device analysis laboratory found no basis for the claimed spontaneous rupture, deflation, or leak. The analysis identified no openings in the implant, and "valve functioning" was "satisfactory." Nevertheless, several months later the doctor received a warranty check from allergan for the returned implants. " this record is for the left side. The device has been explanted and replaced.